Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-dec-18. It was reported that the implantable neurostimulator (ins) was replaced on (B)(6)2017 due to the wires being broken two to three months prior to the report. The patient stated that manufacturer representative (rep)s checked the device and decided to replace the whole system. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3587a, lot# r232201, implanted: (B)(6) 1993, explanted: (B)(6) 2017, product type lead. Correction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that their wires were broken due to the age of the wires. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep reported that they ran an impedance test which revealed a short on contacts 2 and 3 which were less than 150 ohms. The rep noted that the patient is unable to get therapy if they program around contacts 2 and 3. The rep stated that the doctor may do a revision to fix the impedance issue. No further complications were reported/are anticipated.